Manufacturer narrative:
MFR report #: 9617175-2026-00005. The complainant reported 'it was reported that a 20-month-old patient presented to the emergency room with an eyebrow laceration, and during the closure procedure, a glue was applied using a large tip instead of a precise tip, resulting in adhesive running into the eye and gluing the eye shut. The patient's eye remained shut for at least seven days following the event, and the family was upset due to the prolonged eye closure. The patient was discharged with ointment and instructions for the family to apply it until the eye opened. On the seventh day post-event, the eye had not yet opened, but by the eighth day, the eye was beginning to open. No deaths, infections, or other illnesses were reported. No patient complications have been reported as a result of this event.' IFU for this product states 'when closing facial wounds near the eye using swiftset¿ topical skin adhesive, adjust the patients position so that any flow of the adhesive is away from the eye. The eye should be closed and protected with gauze. Strategic placement of petroleum jelly near the eye can be effective at preventing inadvertent flow of the adhesive into the eye. Use of adhesives near the eye has inadvertently caused some patients' eyelids to be sealed shut. In some of these cases, general anesthesia and surgical intervention has been needed to open the eyelid.' Therefore, this event can be concluded to be the result of user error. However, this event is being reported as this event could cause serious injury if were to recur.

Event description:
MFR report #: 9617175-2026-00005. It was reported that a 20-month-old patient presented to the emergency room with an eyebrow laceration, and during the closure procedure, a glue was applied using a large tip instead of a precise tip, resulting in adhesive running into the eye and gluing the eye shut. The patient's eye remained shut for at least seven days following the event, and the family was upset due to the prolonged eye closure. The patient was discharged with ointment and instructions for the family to apply it until the eye opened. On the seventh day post-event, the eye had not yet opened, but by the eighth day, the eye was beginning to open. No deaths, infections, or other illnesses were reported. No patient complications have been reported as a result of this event.